Event description:
Boston scientific received information that during a follow up visit, this left ventricular lead exhibited impedances greater than 2,000 ohms. Sensing and pacing measurements were normal. Pocket manipulation was performed; which revealed noise on the left ventricular channel. A lead fracture was suspected. The lead was reprogrammed and remains implanted. The patient will be monitored closely. No adverse patient effects reported.

Manufacturer narrative:
The left ventricular lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Additional information was reported that this lv lead had pacing impedance measurements above 2,000 ohms in all pacing configurations. In addition, some of the configurations resulted in loss of capture. A lead revision was performed and this lv lead was successfully explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was reported that the lead was discarded and will not be returned for laboratory analysis.

Event description:
---

Manufacturer narrative:
---